Event description:
The customer observed false reactive alinity I toxo igg results for two patients. It was noted that the customer was also experiencing instrument error messages 3034 (liquid not found for the aspiration arm r2) and 3424 (aspiration error for aspiration arm r2). The customer replaced the r2 probe and repeated the samples. The repeated results were nonreactive. The following data was provided: sid (B)(6). Per the alinity I toxo igg package insert, interpretation of results section: < 1.6 iu/ml = nonreactive 1.6 to < 3.0 iu/ml = grayzone >/= 3.0 iu/ml = reactive no impact to patient management was reported.

Manufacturer narrative:
Section a1 - patient identifier: sids = (B)(6). The field service representative (fsr) inspected the instrument and determined the r2 alinity pipettor probe was the likely cause of the issue. The replacement of the r2 alinity pipettor probe resolved the issue. An instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results reported for (B)(6). A review of tracking and trending of the immunoassay systems did not identify any trends related to the alinity I system, alinity pipettor probe, or discrepant results as described in this complaint. The device history records were reviewed, and no non-conformance's or deviations were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity I processing module serial number ai02703 or the alinity pipettor probe was identified.